Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 570 mg/dl. The customer treated for their high blood glucose with syringe. The customer stated that insulin pump pass self test and displacement test. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.